Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No frozen display noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads. Unit received with broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device had not been responding properly for two weeks leading up to the call. Blood glucose level at the time of the incident was 200 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.